Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failed. The customer stated that the user was able to remove the medications from another station and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. A field service engineer replaced the tower latches, rebooted the station and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.